Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.

Event description:
The implant failed due to not fitting for bone. The implant was placed at #27 and removed after 3 months. Traditional 2 stage surgery. Moderate oral hygiene. Moderate bone condition.